Event description:
New information received indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient remained stable after the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing and high, in the range pacing impedance. No intervention was performed. The patient was in stable condition.